Event description:
I've had sientra smooth silicone breast implants since (B)(6) of 2013. My implants were made at the silimed factory which had an issue with contamination. These implants were voluntarily taken off the market and then put back on. However they didn¿t feel it necessary to notify anyone that had them. Since 2016 I have a variety of health issues, severe fatigue, migraines, brain fog, memory loss, hair breakage, hair loss, problem with my left ear, which no doctor can figure out, sharp pain and severe burning pain in my left implant, a re-occurring rash on my left breast, and not a charge in shape but have developed a sharp spot on my left implant. An ultrasound and MRI have shown nothing. I recently had a heavy metals test done that came back with several severe metals in my body. I am planning on having them removed. FDA safety report ID # (B)(4).